Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. Some of the shocks were due to t-wave oversensing (twos) on the right ventricular (rv) lead and others were due to possible supra ventricular tachycardia (svt). The lead and implantable cardioverter defibrillator (ICD)&#1157;main in use. No further patient complications have been reported as a result of this event.